Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
Initial reporter occupation: registered cardiovascular invasive specialist (rcis). Additional reporter: dr. (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported during insertion, the customer noted the membrane of the intra-aortic balloon (iab) became unfurled and could not be inserted. They proceeded to successfully insert a second iab, but noticed that the iab tended to migrate distal into the abdomen. The registered cardiovascular invasive specialist (rcis) properly secured the iab using the stat lock supplied. Five hours later, the patient needed to return to the cath lab because the iab migrated into the abdomen. They tried to advance the iab under fluoroscopy using a .025" wire but were unsuccessful. The physician noticed the iab may have been kinked. They were able to retain a .018" wire and removed the iab and sheath. The physician did notice the second iab was indeed kinked. A third iab was inserted to continue therapy. There was no patient harm or adverse event reported. This report is for the 2ndiab used in this event. A separate report has been submitted for the 1st iab under mfg report number 2248146-2023-00234 .